Manufacturer narrative:
(B)(4). The analysis results found that the tlh30 device was received in good visual conditions and with a reload loaded in the device, the reload was received fully fired. The device was noted to be locked as the rotating knob would not turn. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the slide was found misassembled not allowing the slide to properly advance and preventing the knob from rotating.

Event description:
It was reported that at an unknown time for a sigmoideum resection procedure, could not fire. The handle was completely stuck. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.